Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient was noted to have mild diffuse lamellar keratitis in the left eye one day post lasik. The topical steroid dosage was increased. The patient noted having good vision. Additional information received states the patient did not show up for their scheduled follow up appointment.